Manufacturer narrative:
The "date of event" and "date of death" have not been provided. The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be submitted.

Event description:
Detective called stating he is performing an investigation concerning an end user that was struck by a motor vehicle and passed away.

Manufacturer narrative:
The detective on the case stated that the product was not the cause nor did the product contribute to the alleged incident.

Event description:
Detective called stating he is performing an investigation concerning an end user that was struck by a motor vehicle and passed away.